Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic discomfort ('pelvic heaviness') in a 51-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criterion intervention required), asthenia ("asthenia"), musculoskeletal pain ("variable muscle and joint pain"), heavy menstrual bleeding ("more haemorrhagic menstrual periods"), depression ("depressive syndrome") and urticaria ("urticaria attacks"). The patient was treated with surgery (removal of essure devices via total laparoscopic hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic discomfort, asthenia, musculoskeletal pain, heavy menstrual bleeding, depression and urticaria outcome was unknown. The reporter provided no causality assessment for asthenia, depression, heavy menstrual bleeding, musculoskeletal pain, pelvic discomfort and urticaria with essure. The reporter commented: tubal sterilisation in 2008 due to essure insertion. Exact insertion date unknown. Onset of symptoms after insertion. Removal of essure devices via total laparoscopic hysterectomy with conservation of ovaries. Removal was performed at the patient¿s request, not due to medical reason(s). Essure devices kept and sent to medical device vigilance for reporting. Date of sample received at quality unit 2021-07-12. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic discomfort ('pelvic heaviness') in a 51-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criterion intervention required), asthenia ("asthenia"), musculoskeletal pain ("variable muscle and joint pain"), heavy menstrual bleeding ("more haemorrhagic menstrual periods"), depression ("depressive syndrome") and urticaria ("urticaria attacks"). The patient was treated with surgery (removal of essure devices via total laparoscopic hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic discomfort, asthenia, musculoskeletal pain, heavy menstrual bleeding, depression and urticaria outcome was unknown. The reporter provided no causality assessment for asthenia, depression, heavy menstrual bleeding, musculoskeletal pain, pelvic discomfort and urticaria with essure. The reporter commented: tubal sterilisation in 2008 due to essure insertion. Exact insertion date unknown. Onset of symptoms after insertion. Removal of essure devices via total laparoscopic hysterectomy with conservation of ovaries. Removal was performed at the patient¿s request, not due to medical reason(s). . Essure devices kept and sent to medical device vigilance for reporting. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic discomfort ('pelvic heaviness') in a (B)(6) patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criterion intervention required), asthenia ("asthenia"), musculoskeletal pain ("variable muscle and joint pain"), menorrhagia ("more haemorrhagic menstrual periods"), depression ("depressive syndrome") and urticaria ("urticaria attacks"). The patient was treated with surgery (removal of essure devices via total laparoscopic hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic discomfort, asthenia, musculoskeletal pain, menorrhagia, depression and urticaria outcome was unknown. The reporter provided no causality assessment for asthenia, depression, menorrhagia, musculoskeletal pain, pelvic discomfort and urticaria with essure. The reporter commented: tubal sterilisation in 2008 due to essure insertion. Exact insertion date unknown. Onset of symptoms after insertion. Removal of essure devices via total laparoscopic hysterectomy with conservation of ovaries. Removal was performed at the patient¿s request, not due to medical reason(s). . Essure devices kept and sent to medical device vigilance for reporting based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.